Manufacturer narrative:
The returned sensor was evaluated. During inspection, the sensor passed visual analysis and software testing; however, failed functional analysis due to open red in the emitter assembly. A ¿replace sensor" error message displayed; which would have prevented the unit from being able to engage in monitoring activities. A service history record review reveals that this lot was in the field for over seven (7) months with no previous reported issues prior to this reported event.

Event description:
It was reported that the customer was experiencing signal loss during monitoring. Per the report: contacted by (B)(6) in bio-med that the or dept. Was experiencing signal loss during cases in the or. Staff had disconnected cables & sensor and it began to work. I went in today and we started with the sensor and it wasn't working, changed out the sensor and it began to work. I have collected that sensor and instructed them to hold onto any others that quit working. If they change sensor and it still doesn't work also left rd adapter cable replacement. These are draeger delta anesthesia monitors with masimo module, rd adapter cables using adult & infant disposable rd sensors.